Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("possible pid") and genital haemorrhage ("heavy abnormal bleeding") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction, partial nephrectomy, uterine bleeding, ganglioneuroblastoma, uti, earache, obesity, headache, migraine and depression. Previously administered products included: depo provera. The patient had a family history of ovarian cancer metastatic (grandmother). As concurrent condition the report mentioned seizure. Concomitant products included misoprostol since 2009, lorazepam since 2009, phentermine since 2000, mirena (levonorgestrel) and seasonale (ethinylestradiol;levonorgestrel). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 44 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2009 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping),"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: it was reported that physician will treat her empirically for pid. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: total bilateral occlusion [pathology test] on (B)(6) 2009: final diagnosis: endomyometrium with exogenous hormone effect and adenomyosis. Ectocervix with chronic inflammation. Endocervix with acute and chronic information, and nabothian cysts. Right fallopian tube with para tubal cysts. Left fallopian tube with no significant histopathological findings. Iud (gross examination only). Gross description: received in formalin and labeled on the container "uterus, cervix, bilateral fallopian tube" is a uterus with attached cervix and attached bilateral fallopian tubes. The specimen weighs 102 grams and measures 8.7 cm from fundus to cervix, 5.2 em from left to right, not including the fallopian tubes and 3.9 em from anterior to posterior. The serosa is maroon and smooth with a few adhesions. The ectocervix is 4.1 em in diameter and has pinkish-gray, smooth, dull mucosa. The external os is 1.2 cm in diameter. The specimen is opened to demonstrate a herringbone to cystic endocervix which measures 2.0 cm in length. The endometrial cavity is 4.6 em in length x 3.0 cm from cornu to cornu. The endometrium is 0.3 cm in thickness and has a hemorrhagic mucosa. There is a white, plastic, t-shaped device within the endometrial cavity measuring 3.2 x 3.1 x 0.3 cm. There is a gray, knotted string attached at one end measuring approximately 4.0 cm in length x 0.1 cm in diameter. The myometrium measures 1.8 em in thickness and has a pink-tan, smooth cut surface. There are no myometrial nodules present. The left fallopian tube is 7.0 cm in length x 0.5 cm in diameter. The surface smooth with no adhesions and a single paratubal lesion of adipose tissue at the infundibulum measuring 1.0 cm in greatest dimension. Fimbriae are present. The right fallopian tube is 6.0 cm in length x 0.5 cm in diameter. The surface is smooth with no adhesions and a single paratubal lesion of adipose tissue at the infundibulum measuring 1.2 cm in greatest dimension. Fimbriae are present [ultrasound scan] on (B)(6) 2019: right ovary, uterus, left ovary endometrial thickness mm 11.8 mm, prominent, no discrete irregularities seen, iud seen in place fibroids measurements technical impression: inhomogenous texture of uterus. Iud appears in place. Ovaries appear nonnal with subcentimeter follicular changes. The most recent follow-up information incorporated above includes data received on: 03-may-2023: medical record received. Surgical pathology report updated, reporter information , essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic inflammatory disease ("possible pid") and genital haemorrhage ("heavy abnormal bleeding") in a 27 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast reduction, partial nephrectomy, uterine bleeding, ganglioneuroblastoma, uti, earache, obesity, headache, migraine and depression. Previously administered products included: depo provera. The patient had a family history of ovarian cancer metastatic (grandmother). As concurrent condition the report mentioned seizure. Concomitant products included misoprostol since 2009, lorazepam since 2009, phentermine since 2000, seasonale (ethinylestradiol;levonorgestrel) and mirena (levonorgestrel). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 44 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criteria medically important and intervention required). On (B)(6) 2009 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping),"). Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criterion medically important), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). The patient was treated with surgery (assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure administration. The reporter commented: it was reported that physician will treat her empirically for pid. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: total bilateral occlusion [pathology test] on (B)(6) 2009: final diagnosis: endomyometrium with exogenous hormone effect and adenomyosis. Ectocervix with chronic inflammation. Endocervix with acute and chronic information, and nabothian cysts. Right fallopian tube with para tubal cysts. Left fallopian tube with no significant histopathological findings. Iud (gross examination only). Gross description: received in formalin and labeled on the container "uterus, cervix, bilateral fallopian tube" is a uterus with attached cervix and attached bilateral fallopian tubes. The specimen weighs 102 grams and measures 8.7 cm from fundus to cervix, 5.2 em from left to right, not including the fallopian tubes and 3.9 em from anterior to posterior. The serosa is maroon and smooth with a few adhesions. The ectocervix is 4.1 em in diameter and has pinkish-gray, smooth, dull mucosa. The external os is 1.2 cm in diameter. The specimen is opened to demonstrate a herringbone to cystic endocervix which measures 2.0 cm in length. The endometrial cavity is 4.6 em in length x 3.0 cm from cornu to cornu. The endometrium is 0.3 cm in thickness and has a hemorrhagic mucosa. There is a white, plastic, t-shaped device within the endometrial cavity measuring 3.2 x 3.1 x 0.3 cm. There is a gray, knotted string attached at one end measuring approximately 4.0 cm in length x 0.1 cm in diameter. The myometrium measures 1.8 em in thickness and has a pink-tan, smooth cut surface. There are no myometrial nodules present. The left fallopian tube is 7.0 cm in length x 0.5 cm in diameter. The surface smooth with no adhesions and a single paratubal lesion of adipose tissue at the infundibulum measuring 1.0 cm in greatest dimension. Fimbriae are present. The right fallopian tube is 6.0 cm in length x 0.5 cm in diameter. The surface is smooth with no adhesions and a single paratubal lesion of adipose tissue at the infundibulum measuring 1.2 cm in greatest dimension. Fimbriae are present [ultrasound scan] on (B)(6) 2019: right ovary, uterus, left ovary endometrial thickness mm 11.8 mm, prominent, no discrete irregularities seen, iud seen in place fibroids measurements technical impression: inhomogenous texture of uterus. Iud appears in place. Ovaries appear nonnal with subcentimeter follicular changes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('possible pid') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, migraine, headache, obesity, earache, uti, ganglioneuroblastoma, uterine bleeding, partial nephrectomy and breast reduction. Previously administered products included for an unreported indication: depo provera. Concomitant products included ethinylestradiol; levonorgestrel (seasonale). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 1 month 14 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: it was reported that physician will treat her empirically for pid. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received: aka name added, reporter added, patient demographic updated, essure insertion date updated. Events added- abnormal bleeding (vaginal, menorrhagia), bladder disorder, urinary tract disorder, back pain, dysmenorrhea. Events onset date, events severity, medical history and lab data added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.